Event description:
Revision surgery - due to a fracture on the lateral cortex of the femur. The surgeon is not sure if the fracture occurred during broaching or during final implantation of the stem, but when reviewing post surgery x-rays the fracture on the lateral cortex of the femur was identified. The surgeon used the head from primary surgery.

Manufacturer narrative:
The reason for this revision surgery was a fracture on the lateral cortex of the femur. The length of in vivo service was 1 day; the fracture was noticed on the post surgery x-rays. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there has been 1 prior complaint reported against this part; summary of investigations: 1 trauma. This is the first complaint against this lot number. It was not clear if the fracture occurred during the broaching or after implanting the stem. The surgeon revised the stem the same day of the primary surgery. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or details of the bone fracture. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.